Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3057, lot# unknown. Product type: screening device, product ID: 3057, lot# unknown. Product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient thought their leads had moved. The patient reported they switched sides with their sales representative earlier that day but hadn¿t felt stimulation since the first day. It was noted that the trial began on (B)(6) 2018. No further complications were reported.